Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2023-00743. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for persistent low flow alarms that started around 7 pm on (B)(6) 2023 and continued. The patient was awake and alert. The pump parameters were as followed: 5600 revolutions per minute, 1.9-2.1 liters per minute (lpm), pulsatility index 3.1, and power 3.1 watts. The patient's baseline flow was normally 4 - 4.5 lpm. The log files noted low flow events, an increase in pump temperature and an increase rotor noise. An echocardiogram was performed which appeared to confirm decreased flow through the pump. A computed tomography angiography (cta) was performed. The cta images showed complete occlusion of the outflow graft of the left ventricular assist device (lvad), cardiomegaly, pulmonary vascular congestion, and an evolving splenic infarct. It was also noted that the patient had a driveline infection of proteus methicillin-sensitive staphylococcus aureus (mssa) with drainage. The patient was on minocycline (minocin) and was switched to clindamycin phosphate (clindamycin). The patient underwent a heartmate 3 to heartmate 3 exchange on (B)(6) 2023 due to the infection and outflow graft occlusion. The patient was defibrillated 15 times, went back on pump during surgery and required a right ventricular assist device (rvad) for right ventricular failure. The patient was vasoplegic and required treatment, multiple blood products, inotropes, and vasopressors. The patient's post pump exchange course was also complicated by infection and sepsis. The patient was withdrawn from care and expired on (B)(6) 2023. The outcome was not considered to be device or therapy related. An autopsy would not be performed. The device was not explanted and will not be returned for evaluation.